Event description:
Mps 3 disposable reference 5163102 lot 72479 hole in vent line developed after being primed for 3 hours at the connection to the reservoir. Cut the damaged tubing out, added a perfusion adaptor to the line, and reconnected to reservoir. No harm to patient and no blood lost.